Manufacturer narrative:
Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed. The motor shaft was found to be seized, therefore the motor was replaced. The tissue seal was found to be defective, therefore it was replaced. The resistance values of the keypad assembly were out of tolerance, therefore the hand control set was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable the motor may not function as intended therefore is a potential root cause for the reported failure. It was reported that there was debris noticed when the device was removed from the patient inside the compartment where the tissue seal is. Given the information provided for the complaint file, we cannot discern what type of debris was observed however if the tissue seal was damaged it is possible that the debris was generated from the tissue seal. The tissue seal compartment is isolated from the tissue cavity during use, and when debris is generated it is moved away from the joint space via the device irrigation system. Therefore, if debris was generated from the tissue seal it is not likely that the debris entered the joint space during the procedure. The tissue seal was most likely damaged due to user mishandling. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek lebanon reports an event as follows: it was reported that the micro tornado handpiece with hand control stops while working and sometimes doesn't start back at specific positions. Debris were noticed while removing the blade and it was the inside rubber that was damaged. This issue was reported during a knee arthroscopy. There was no patient consequence reported. The case was completed but it was reported there was a surgical delay of thirty (30) minutes as they had to stop and turn it and use the handpiece again. During investigation, a short circuit was found in the motor cable. This report is for a micro tornado handpiece. This is report 1 of 1 for (B)(4).